Event description:
During a laparoscopic cholecystectomy procedure, the tip of the forceps broke while passing through cannula. Bowel perforated near the gall bladder. Broken piece was retrieved, bowel repaired, procedure completed. According to the hosp the subject instrument was purchased in 1990. Once the warranty expires, they have a co to svc their instruments. After the incident, the subject instrument was sent to svc co for evaluation. Svc co determined the physician used undue force putting the instrument through the cannula and caused the breakage of the instrument and injury to the pt. The forceps was repaired and returned to the hosp.